Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the "fire beam straight." Unknown how procedure was completed. Patient outcome: "no damages to the patient." No further information provided.